Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Device is not being released for analysis. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was initially reported that the surgeon complained of loss of insufflation during a gastric surgery procedure. Instruction provided to secure insufflation. Additional information received: case was a gastric bypass. No patient consequences when they were used, pneumo was being lost and went from 16 down to 9 making it difficult for the surgeon to operate and see. Leak was occurring between cannula and universal seal/toilette seat. Surgeon was able to fix problem with third trocar which did not leak. No abnormal torque or tension applied to trocars while device was inside. Typical use of scope in trocar below the umbilicus (supra pelvic) only used for 10mm scope. Leak only noticed when scope was placed inside. Did not notice any noise initially until saline was placed on trocar. Leak was subtle and persistant.